Event description:
Following a diagnostic catheterization procedure, the physician attempted to insert a closer s 6 fr. Device. After removing the guidewire, he advanced the device and encountered resistance. He backed the device out and attempted to insert again using a different technique. Upon insertion, there was no good pulsatile flow, so he aborted the procedure. No foot or needle deployment was attempted. Upon removing the device, however, the physician encountered resistance and could not take the device out of the track. He applied enough force to break the device at the guide strut. He was able then to take the device from the track, but could not retrieve the posterior foot and the distal sheath of the device. The physician performed fluoroscopy and saw that the sheath has folded over itself preventing it from coming out of the track. The pt was sent to surgery for removal of the sheath and foot. The surgeon removed the sheath and foot, applied a patch graft, and reported excellent flow and pulse in the profunda and sfa after grafting. He reported that the pt tolerated the procedure well.